Event description:
It was reported the patient was going to have a new lead implanted due to 'inadequate therapy.' Stimulationwas not covering where the patient wanted it to. Longevity test was estimated for current battery to determine if device should be replaced at the same time as lead replacement. Follow up reported impedances for the lead were previously taken and 7 out of 16 electrodes were out of range. The lead was replaced and the new lead was moved more midline for improved pain coverage. The implantable neurostimulator (ins) was replaced due to battery age and therapy power needs. The patient had improved coverage and was doing well after replacement.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n293819, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).